Event description:
It has been reported to philips that the flexvision pc failed, which would impact booting. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the flexvision pc failed. Review of the logfiles confirmed the malfunction flexviewing-pc. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed the flexvision pc was not communicating with suite pc and unable to see video grabber cards. The defective flexviewing pc was returned to failure analysis and field failure was confirmed. Fse replaced the flexviewing pc 4fg. After the replacement of flexviewing pc 4fg, the system was returned to use in good working order. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027)/medical device correction (z-1145-2024). The codes were updated based on the investigation outcome.